Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, the device was found to be in back-up vvi mode. A device code was downloaded successfully. There were no adverse events to the patient.